Event description:
It was reported that the catheter separated from the port after approximately two weeks. The catheter embolized in the pt's heart. Removal of the catheter was performed in the cardiac cath lab without complication.